Manufacturer narrative:
(B)(4). The device was received; however, evaluation has not yet begun. A batch review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
The actual device in an opened package was received for evaluation. Due to the condition of the returned sample, it could not be determined if the device had contained adequate iodine prior to being opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap contained insufficient iodine. This was found after the overpouch was opened, prior to use of the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: 4 samples in opened packaging and 4 unused samples in their sealed packaging were received. It was unable to be determined whether the 4 opened samples had the reported condition before their packaging was opened. The 4 unused samples were then opened and evidence of iodine was identified in each of them. The amount of iodine present was then measured and found to be sufficient. An underwater leak test was performed and all samples passed. The reported problem was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.